Event description:
Country of complaint: (B)(6). The thread tears off during operation. This happened several times with suture from same box/batch.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received: 26 unopened racepacks. There are no previous complaints of this code batch. There are no units in OEM stock. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Knot pull tensile strength results before releasing the product were 1.72 kgf in average and 1.34 kgf in minimum and fulfilled OEM requirements. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. As stated in the instructions for use: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: the complaint is not corresponding (not justified). Corrective/ preventive actions: not applicable.